Event description:
It was reported that during a lap cholecystectomy procedure, the clip was not forming properly. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
The analysis results found that the device was received with the inner seal assembly and duckbill deformed as the obturator was returned inserted through the sleeve. The seal set caused by decontamination with the obturator inserted through the seal generally increases the leak rate. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.